Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited intermittent loss of capture. No intervention was made. There were no patient consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5158813.